Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a type 1 bicuspid aortic valve with fusion of the left coronary cusp (lcc) and right coronary cusp (rcc), severe calcification, and pre-existing moderate to severe aortic regurgitation. Additionally, significant calcification in the raphe raised concern for potential valve under expansion. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (z-med) balloon. Upon the first deployment attempt, under expansion of the valve frame was observed, and the implant depth was shallow. Therefore, the valve was recaptured. An intracardiac echocardiogram (ice) was performed that revealed a short membranous septum. The valve was deployed approximately 3-4 more times and recaptured following each attempt due to gradual displacement while aiming for a shallow implant depth. After several attempts, and unspecified atrio-ventricular (av) block was observed. A second non-medtronic (safari) guidewire was inserted from the contr alateral side, and another pre-implant bav was performed using a 22 mm non-medtronic (trival) balloon. Upon the subsequent deployment attempt, there was some improvement in the expansion failure; however, positioning was difficult requiring several recaptures. Ult imately, the valve was implanted at a depth of 2 mm on the ncc and 2 mm on the lcc. Following the implant of the valve, mild to moderate paravalvular leak (pvl) was observed. A post-implant bav was performed using a 22 m non-medtronic (trival) balloon which improved the pvl to "trivial", and improved the expansion of the valve. Following the post-implant bav, the final implant depth was approximately 0 mm on the ncc and 2 mm on the lcc. Another ice was performed that revealed the valve was within the membranous septum, and the av block did not improve. Therefore, a pacing lead was re-inserted into the patients neck upon completing the procedure. One day following the implant of the valve, the av block did not resolve. Subsequently, a permanent pacemaker (micra) implant was planned. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Per the physician, the post-implant balloon dilation caused the valve to dislodge. Two days following the valve implant procedure, a cerebral infarction occurred.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a type 1 bicuspid aortic valve with fusion of the left coronary cusp (lcc) and right coronary cusp (rcc), severe calcification, and pre-existing moderate to severe aortic regurgitation. Additionally, significant calcification in the raphe raised concern for potential valve under expansion. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, under expansion of the valve frame was observed, and the implant depth was shallow. Therefore, the valve was recaptured. An intracardiac echocardiogram (ice) was performed that revealed a short membranous septum. The valve was deployed approximately 3-4 more times and recaptured following each attempt due to gradual displacement while aiming for a shallow implant depth. After several attempts, and unspecified atrio-ventricular (av) block was observed. A second non-medtronic guidewire was inserted from the contralateral side, and another pre-implant bav was performed using a 22 mm non-medtronic balloon. Upon the subsequent deployment attempt, there was some improvement in the expansion failure; however, positioning was difficult requiring several recaptures. Ultimately, the valve was implanted at a depth of 2 mm on the ncc and 2 mm on the lcc. Following the implant of the valve, mild to moderate paravalvular leak (pvl) was observed. A post-implant bav was performed using a 22 m non-medtronic balloon which improved the pvl to "trivial" and improved the expansion of the valve. Following the post-implant bav, the final implant depth was approximately 0 mm on the ncc and 2 mm on the lcc. Another ice was performed that revealed the valve was within the membranous septum, and the av block did not improve. Therefore, a pacing lead was re-inserted into the patients neck upon completing the procedure. One day following the implant of the valve, the av block did not resolve. Subsequently, a permanent pacemaker implant was planned.